Event description:
It was reported that the pump shut down unexpectedly. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to turn the pump back on successfully and resumed insulin therapy. No additional information was provided regarding the details of the event.